Manufacturer narrative:
An abbott field service technical executive (te) inspected the architect c8000 analyzer and found that the reagent probe was not centered into the reagent wash cup. The te calibrated the reagent probe. Subsequent instrument operations and test results were acceptable. This issue is covered in the abbott architect system operation manual, section 10, troubleshooting and diagnostics, there it describes troubleshooting for erratic results, including "probes out of alignment" the investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims and specifications, no deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that, the architect c8000 analyzer generated an initial patient calcium assay result of 3.0 mg/dl. This result was not reported from the lab. The sample was retested with a value of 10.0 mg/dl. The customer tried several troubleshooting procedures, but could not resolve the issue. A service call was initiated. There is no impact to patient management reported.